Manufacturer narrative:
Result: the port on the waste chamber needed to be cleaned. (B)(4).

Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 20ml of fluid onto the counter. The instrument generated low red blood cell results for the control runs and high reticulocytes background. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. The customer did not review the material safety data sheet (msds), but there is an exposure control plan in place at the facility. No erroneous patient results were generated and there was no impact to patient treatment. Beckman coulter field service engineer (fse) found a clog in port 4 on the diff/retic waste chamber, vc26, causing it not to drain but overflow. The fse cleaned the port 4 on vc26 and resolved the leak. The fse verified service activity performed per established procedures, and the results met published performance specifications.